Manufacturer narrative:
H6: correction needed for codes.

Manufacturer narrative:
Date of event is estimated additional components potentially involved in the event include: common device name: octrode, model: 3186, UDI: (B)(6), serial:(B)(6), batch: a000158434. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient experienced a headache and incontinence during the trial phase. The trial was ended early to resolve the symptoms note : it is unknown which lead is related to this issue.